Event description:
While performing bench services for the device, it was discovered by the authorized bench technician that the measured energy output for the capacitor was below product specifications. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.